Event description:
Reporter alleged blood glucose measured 42,133, and 175 mg/dl back to back with each other all performed within the same minute. No actions were taken and no treatment was recived as a result. A request was made for the return of the suspect device and replacement product was sent.